Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information.

Manufacturer narrative:
Concomitant products: the patient's medications include; flomax, advair, coreg, losartan, aspirin, lipitor, spiriva and vitamins. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Reportedly, both devices were implanted without complication. Follow-up CT images taken on or about (B)(6) 2015, identified a proximal type I endoleak and aneurysm enlargement of 5 mm. The cause of the endoleak is reportedly unknown. Reportedly, there was nothing about the patient's anatomy that caused or contributed to the endoleak. On (B)(6) 2015, an additional procedure was performed to treat the proximal type I endoleak. Two aortic extender components were implanted for proximal extension. During the procedure the right renal artery was partially covered by one of the aortic extender components. The physician ballooned and pull the endoprosthesis more distally and successfully uncovered the right renal artery. An express biliary stent was implanted in the right renal artery to ensure continued patency of the vessel. It was reported that as the aortic extender component was moved distally the device began to compress. The physician implanted a palmaz stent within the device to insure apposition of the device. Reportedly, the procedure was concluded without any further reported complications. Final angiography reportedly showed no evidence of the endoleak and the patient tolerated the procedure.